Event description:
It was reported that complete heart block (chb) and left bundle branch block (lbbb) occurred. The patient anatomy consisted of small peripheral arteries. A 15f isleeve introducer sheath was inserted into the left femoral artery with no issue. A 23mm lotus edge valve was successfully implanted. Post valve implant, the patient developed lbbb. A temporary pacemaker remained in the patient following completion of the procedure. One day post procedure, during a follow-up echocardiogram, the patient was observed to have an episode of symptomatic chb. The chb resolved on its own and electrophysiology was consulted. In addition, the patient's left foot was observed to be pulseless. The loss of a pulse was suspected to be caused by a clot following the implant procedure. A heparin drip was initiated and the event resolved. At the time of reporting, the patient was still hospitalized.